Manufacturer narrative:
It was previously reported that the pump was recalibrated and that a component was replaced to correct the 30 psi occlusion test failure. Pump recalibration is part of the standard repair process. This is not considered a calibration issue. Reference complaint #: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 19.330psi which is outside the acceptable range of 22 to 38 psi. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 19.330psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition and a component issue. The issue was successfully resolved by recalibrating the 30psi calibration value from 259 to 257 and replacing the pressure sensor. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).